Event description:
The customer's husband called stating that the customer was hospitalized for high blood glucose and the reading was 310 mg/dl. The customer then got on the phone and stated she was vomiting and had headaches prior to the event. The customer stated she was also getting the no delivery alarm. Troubleshooting was performed and the insulin pump passed the prime test without giving a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.